Event description:
It was reported that this device displayed a red call doctor alert. However, the presence and cause of the alert couldn't be confirmed due to the lack of recent data. The device remains in service. No adverse patient effects were reported. It was reported that there were concerns of premature battery depletion for this subcutaneous implantable cardioverter defibrillator. The device displayed a battery depletion code. Beeping tones were heard. A request was made to have data from this device analyzed. Technical services reviewed the device data and recommended device replacement, while providing a safe replacement window. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that this device displayed a red call doctor alert. However, the presence and cause of the alert couldn't be confirmed due to the lack of recent data. The device remains in service. No adverse patient effects were reported. It was reported that there were concerns of premature battery depletion for this subcutaneous implantable cardioverter defibrillator. The device displayed a battery depletion code. Beeping tones were heard. A request was made to have data from this device analyzed. Technical services reviewed the device data and recommended device replacement, while providing a safe replacement window. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that this device displayed a red call doctor alert. However, the presence and cause of the alert couldn't be confirmed due to the lack of recent data. The device remains in service. No adverse patient effects were reported.